Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901u1ues9gzb4 hardware: sm-s901u1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6)2026 and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels were not reported. The patient reported symptoms of vomiting, stomach cramping, gastroparesis, muscle and joint pain. Treatment during hospitalization included intravenous (IV) potassium, magnesium, insulin, physical therapy. Three omnipod devices that were removed and discarded by hospital staff during hospitalization. The patient was discharged on (B)(6) 2026.